Event description:
It was reported that during an aneurysm embolization procedure, the physician planned to use the subject fd stent for treatment, with a microcatheter. Upon the first deployment, it was observed that the subject stent did not open well, so the physician retracted the subject stent for re-deployment. However, when preparing for the second deployment, it was found that the subject stent had detached inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.